Manufacturer narrative:
Additional data: d4 corrected data: d1,g4 technical services recommended the user ask for assistance next time they retests but to make sure they wash their hands before hand. The issue was resolved and user was satisfied. No investigation necessary as a product deficiency was not identified.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The user reported that the guide is misleading as it says not to touch the insides and yet section c has an image of someone doing so. No additional information was provided.